Event description:
Ambulance personnel were attending to a pt with a bradycardiac rhythem. External pacing was initiated using pacing electrodes and allegedly the device continuously indicated leads and would not pace. The operator reported that the electrocardiogram electrodes were checked; however, it is unclear if good connection to the pacing electrodes was verified. Drug therapy was admininstered and the pt transported to the hosp. There were no adverse effects to the pt reported as a result of the alleged malfunction.